Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. The patient stated feeling fatigue lately. Upon device interrogation it was noted that the pulse generator was in back-up. A device restoration was performed successfully. There were no adverse consequences to the patient.

Event description:
New information available on (B)(4) 2018 states that the patient experienced presyncope.